Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump infusing parenteral nutrition exhibited an "air in line" alarm during the night. No adverse patient effects were reported.